Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that every time she tried to deliver a bolus that was more than 5 units, the insulin pump alarmed no delivery. The customer received a failed battery test after removing and putting the battery back in the insulin pump. Customer's blood glucose level was not reported. She stated her blood glucose level was really high that morning. The customer hung up. The device was not returned.